Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was implanted in the esophagus during a stent placement procedure performed roughly 6 months prior to (B)(6) 2014. According to the complainant, the stent was implanted to treat a malignant stricture. Reportedly, the patient¿s anatomy was not tortuous and was not dilated prior to stent placement. There were no issues noted with the device prior to stent placement. It was reported that on (B)(6) 2014, the patient coughed up the stent cover. The physician then removed the stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok."